Event description:
It was reported that the programmer would not communicate with a known medtronic implanted pacemaker. The programmer rf (radio-frequency) head was replaced and connections rechecked, with no resolution of the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2290 pacing system analyzer. Product event summary: analysis confirmed the reported event. Wireless interrogation with the programmer was possible, but non-wireless interrogation was not, due to a loose rf (radio-frequency) head connector. (B)(4).